Event description:
A nurse reported that during cataract surgery, the surgeon felt the vacuum level was too high during the capsule polishing mode. They switched to an alternate system to complete the case. There was no patient harm reported.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the customer reported problem is unknown. (B)(4).